Manufacturer narrative:
Additional information was received that the pre-dilation that was performed was due to the native bicuspid valve. It was also noted that patient anatomy contributed to the stored energy from the catheter. It was further reported that the dislodgement occurred upon release of the valve on deployment. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve into a native bicuspid valve with left/right fusion, pre-dilation was performed with a 22 mm non-medtronic balloon. After initial release of the valve from the delivery catheter system (dcs), the valve dove into the ventricle. It was noted that the catheter appeared to have stored energy. The initial gradient upon release of the valve was four millimeters of mercury (mmhg). Per echocardiogram, there was no mitral interference and the valve landed around 10 mm on the non coronary cusp (ncc) and 12 mm on the left coronary cusp (lcc). A moderate paravalvular leak (pvl) was noted so the physician decided to attempt a post balloon aortic valvuloplasty (bav). The patient was stable and the valve was ballooned with a 26 mm non-medtronic balloon. The valve then migrated more into the ventricle, 15/15. The valve was ballooned again with a 26 mm non-medtronic balloon with an attempt to pull the valve into a reasonable depth, but was unsuccessful. Both paddles were snared in an attempt to raise the valve to a reasonable depth, but the valve then dislodged. Ultimately, the valve was snared out of the way into the ascending aorta free and clear of the greater vessels. A second dcs successfully implanted a second 29 mm valve with a 2 mmhg gradient at a depth of 1 mm on the ncc and 3 mm on the lcc. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the valve remained implanted and was not returned to medtronic for product analysis. Images were submitted to medtronic for review. The image review showed no valve load checks for this event. The imaging provided confirmed the first valve system was snared into the ascending aorta and a second system was implanted. There is no imaging provided confirming this is a bicuspid patient as stated in this event report. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, a conclusive cause could not be determined from the limited information available but the native biscuspid valve, post-implant bav performed, and the reported stored energy in the dcs may have been contributing causes. Paravalvular leak (pvl) is a known potential adverse effect per the device instructions for use (IFU) and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, a conclusive cause could not be determined from the limited information available but the initial dive of the valve into the ventricle was a likely contributing cause. The device history record reviewed and showed that this device met all manufacturing specifications for final product released for d istribution. No issues were identified that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not allege a device misuse or malfunction occurred. Updated h.6 - eval method, eval results, eval conclusion and health impact codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.